Manufacturer narrative:
Additional information: per analysis update. Product analysis found external abrasion breaching the outer lead insulation proximal to suture sleeve tie impression. The cause of noise was due to external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead exhibited noise. Noise was reproducible with shoulder movement. Right atrial lead was explanted and replaced on (B)(6) 2019. Patient was stable post procedure.